Manufacturer narrative:
(B)(4) - carefusion medical device complaints were managed handled by (B)(4) under a transitional service agreement from (B)(4) 2009 until (B)(4) 2011. In retrospective review by carefusion representatives, it was determined that this event necessitates submission as an MDR in adherence with 21 code of federal regulation part 803. I reviewed the IFU provided with this product ((B)(4)), and it is our standard (B)(4). This IFU provides the following instructions to our customers to mitigate the potential of damaged or defective products from being used during a procedure: "warnings - prior to use, all instruments should be inspected to insure proper function and condition. Do not use instruments if they do not perform satisfactorily in an operational test." "Inspection and function testing - instruments with broken, cracked, chipped or worn parts, or tarnished surfaces should not be used, but should be repaired or replaced immediately." If this inspection had been properly completed by the customer prior to use, the damaged item would have been detected prior to the incident occurring. Investigation into this concern is complete. There is no history of failures of this nature. The instrument was found to have a broken tip. Probable root cause is using the instrument for purposes other than which it was designed or accidental damage (i.e. Dropped). Due to not being able to validate the cause of the damage a c.a.p.a. Is not warranted at this time; however we will remain observant for trends of this type and proceed accordingly.

Event description:
Broken tip during an ob/gyn procedure tip of scissor broke off. Was able to recover it from patient